Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the device was fired once with no problem. On subsequent firings, the device wouldn't reload, wouldn't close clip completely, and when firing, two clips deployed at the same time and jammed the device. It is unknown how the case was completed. There were no patient consequences.